Event description:
It was reported that the stem (component of male luer lock adapter) of a clearlink system - non-dehp solution set broke and was stuck in the y-site of another clearlink system - non-dehp solution set. The issue was identified during disconnection of the sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, h10. H10: the device was received for evaluation. Visual inspection was performed and the luer assembly and y-site was observed broken, the two of the sets appeared to be connected. Pressure testing was performed and a leak was observed at the luer assembly due to the broken luer and y site. Additional pull test was performed, and no separation was observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.